Event description:
It was reported that thrombosis occurred.a left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. The right femoral vein was accessed for closure device procedure. The physician indicated anesthesia to administer 7000 units of heparin. The physician then proceeded with the procedure, obtained transseptal puncture (tsp) access and performed an initial laa angiogram. The initial act resulted at 130. The physician indicated anesthesia to administer an additional 7500 units of heparin and opted to wait for the heparin to circulate before obtaining another act. The was sheath and pigtail catheter remained in left atrium/left atrial appendage (la/laa) while waiting for 5 to 10 minutes. The act resulted at 297. The pigtail catheter was removed from the la. The closure device was inserted through the was sheath. It was immediately noted by transesophageal echocardiography (tee) physician and the implanting physician that there appeared to be stringy clot in the laa. The closure device was not advanced all the way into the was sheath and was immediately removed. The implanting physician aspirated two (2) to three (3) times using a 60cc syringe. The was sheath appeared to have adequate blood return. The physicians questioned whether intravenous line (IV) was working and additional 2500 units of heparin were administered. A new 31mm closure device was prepped and inserted through the was sheath. As the closure device was slowly advanced, tee physician and implanting physician again noted stringy clot in the laa. The closure device was immediately removed, and the was sheath was aspirated. It was then discussed and recommended to aspirate and pull back the was sheath to the right side; a new wa sheath was prepared and obtain tsp access again. The was sheath was pulled back to the right side, the pigtail wire was inserted, the was sheath was removed. A new was sheath was prepped and inserted. Under tee visualization, the physician located previous tsp hole and crossed again. The pigtail catheter was advanced into the laa and an angiogram was obtained. A new 31mm closure device was prepped and inserted. The closure device was successful after several repositioning attempts. The patient was transferred to the recovery area stable and normal. According to the physician the patient was awake and oriented and showed no deficits approximately one (1) hour post procedure. The patient is expected to fully recover.